Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) in the 40s mg/dl; cause was unknown. Customer consumed glucose tablets to address bg level. Reportedly, customer continued to use the pump for insulin therapy.